Event description:
It was reported that during an unk procedure, it was unclear whether the issue occurred prior to or during the procedure. The first device was reported to have a tip defect, and the second device would not open. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Was the device locked on tissue? If yes, how was the device removed? Did the device eventually open? Was the device not able to be removed and subsequently the tissue was cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.